Event description:
A cardiac cath angiogram was performed and a significant lesion was discovered in the proximal portion of the lad artery. When the coronary intervention was initiated, an atw (all track wire, floppy tip 300cm) was advanced to the distal lad, with the tip prolapsed in the distal vessel via a 6 french fl4 guide catheter. Then a 3.0mm x 23mm otw cypher stent was advanced to the site of the lesion and deployed to 14 atm for 25 seconds. Once the stent was deployed, the stent delivery system was removed from the body over the angioplasty wire. Further angiograms were taken and the lesion was effectively treated with the stent. Once the atw angioplasty wire was being removed, the prolapsed portion of the wire appeared to get caught on the struts of the stent. Eventually after attempts to remove the wire the tip of the wire broke off in the vessel and was attached to the struts of the stent. The rest of the wire was removed along with the guide catheter and the patient was sent to the or for an emergency open heart surgery. The patient's vital signs remained stable during the procedure but did experience 5/10 bilateral arm pain.====================== manufacturer response for guidewire, steerable, atw (all track wire)======================the manufacturer will send a representative out the next day to evaluate.